Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump could not be charged despite the attempt of multiple wall adapters. Reportedly, the pump battery fully depleted and subsequently the pump shut off. The customer¿s blood glucose was between 103-176(mg/dl). During troubleshooting with tandem technical support, the customer was instructed to plug the pump into a power source for at least 30 minutes. Customer acknowledged. During follow-up, the customer confirmed that the pump had turned on and was able to be successfully charged.